Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA pr (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 months following the implant of this transcatheter bioprosthetic valve the patient had presented to the emergency department with weakness. Hospitalization occurred as result of streptococcus d bacteremia. Intravenous antibiotics were administered. Antibiotics course lasted the next 7 weeks. The cause was not reported. The physician did indicate the bacteremia was not related the valve or implant procedure. A computed tomography (CT) scan was performed, and a splenic infarct was identified as result of the bacteremia. Weight loss occurred. An esophagogastroduodenoscopy (egd) and colonoscopy identified gastritis and polyps. A proton pump inhibitor (ppi) medication was prescribed. With surveillance of the polyps during this hospitalization a transthoracic echocardiogram (tte) was performed. The tte was negative for vegetation or endocarditis of the transcatheter valve. The tte did identify severe left ventricular dysfunction with an ejection fraction of 30-35%. Additionally, there was report that the mitral regurgitation had worsened to moderate. Of note, mild mitral regurgitation was present at baseline prior to the transcatheter valve implant. Treatment not reported for these events. However, the left ventricular dysfunction prolonged hospitalization. The physician reported these events were unlikely related to the medtronic products nor to the valve implant procedure. The bacteremia resolved approximately 2 months following onset. No additional adverse patient effects were reported.